Manufacturer narrative:
E1 initial reporter facility name: (B)(6) lab the samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tpo, elecsys anti-tg, elecsys anti-tshr, and elecsys testosterone ii results for 1 patient on a cobas e 801 analytical unit. This medwatch covers the alleged results for the elecsys anti-tg assay. Please refer to medwatch with a1 - patient identifier = (B)(6) for the alleged elecsys anti-tshr assay results, medwatch with a1 - patient identifier = (B)(6) for the alleged elecsys testosterone ii assay results, and medwatch with a1 - patient identifier = (B)(6) for the alleged elecsys anti-tpo assay results. Refer to the highlighted section of attachment (B)(6) for patient results. The samples were repeated due to the results not matching the clinical status of the patient.

Manufacturer narrative:
The patient's sample was tested. A complex interfering factor (against sa) affecting different immunological components of the assays was found in the patient sample during the investigation. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.". The investigation did not identify a product problem.